Manufacturer narrative:
The returned product did not meet specifications. A computer hardware malfunction of the power supply and video graphics card was confirmed and directly related to the reported event. A replacement part was sent to the site to resolve the issue.

Event description:
A medtronic representative reported that 30 minutes into the case, the surgeon and staff monitors went blank and displayed a no signal message. Bypassing the splitter did not allow them to unscrew the connections without tools. The surgeon opted to continue the procedure without the use of the stealthstation and brought in a c-arm. There was no impact on the patient outcome.